Event description:
The customer reported when the nurse call cable is in use with the alarm, the alarm sounds intermittently. The alarm functions properly when in use with just the sensor. The customer reported the connector that holds the cable is intact and there is no visible damage to the outside of the alarm. The customer did not provide a date when the issue was found. This was discovered during use. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the product confirmed the reported issue the nurse call light turns off intermittently if the nurse call cable is moved. Used a known working nurse call cable and nurse call test fixture. Unit passes all other functional tests. There is battery leakage residue inside the battery compartment. Flat contacts and battery springs are corroded due to leakage. The flange of the battery door cutout dented. There is battery leakage on battery door. Note: the instructions for use on installing batteries state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).